Event description:
It was reported that the patient presented at office consultation since it was said that this inflatable penile prosthesis (ipp) was auto inflating and when it was inflated it would slowly deflate. A surgical procedure was performed and the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. No anomalies were found with the component. Based on the information available and analysis results, the reported clinical observation of spontaneous inflation and deflation could not be confirmed.

Event description:
It was reported that the patient presented at office consultation since it was said that this inflatable penile prosthesis (ipp) was auto inflating and when it was inflated it would slowly deflate. A surgical procedure was performed and the pump was removed and replaced. There were no patient complications reported.